Event description:
It was reported that, device tract deployment. Physician acknowledged that the patient had been repositioned several times during the procedure and that the initial depth measurement may have been altered by case end 3 hours later. Device did not malfunction. Device was deployed outside of the right femoral artery (tract). Surgical cutdown and vascular closure performed to rfa.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Photos were submitted and reviewed by the investigative team. The photos confirm a 18f manta closure unit with the lever in the fully deployed position. The collagen plug (collagen, toggle, radiopaque lock) attached to the suture and suture still intact with the manta closure unit. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a ventricular assist device (vad) procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was free from calcification or tortuosity and had a depth measurement of 2.5cm + 1 cm. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, manta was deployed at the premeasured depth, however, was deployed outside the vessel. The physician noted the patient was repositioned several times during the initial procedure, and the depth measurement may have been altered by the end of the initial procedure three hours post. It was also noted the manta device did not malfunction during the deployment. The physician chose to proceed with surgical intervention, explanting manta, and repairing the vessel. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is possibly due to the patient being repositioned several times likely altering the depth measurement for deployment of the manta. However, is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigative purposes. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is ranked at a 4 based on local surgical repair at the vessel access site arteriotomy was used to achieve sealing the puncture site. The IFU lists potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.